Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. The pump was returned on 2/5/2024. The event log was pulled for review, and it shows that there were multiple times that the pump would alarm battery depleted and the pump was plugged into ac power as a result. The pump was evaluated, and it was found that they were using a battery that was not authorized by infutronix. The use of this battery can lead to unexpected performance. This is stated in the IFU. The pump would not even finish post before powering off with the battery that was returned with the pump. The battery was replaced, the battery reset was completed, and the pump ran a 500 ml infusion to completion without an abrupt power off taking place.

Event description:
On 01/26/2024, infutronix received a report that a pump had a 'battery issue with battery capacity of less than 100%, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.